Manufacturer narrative:
It has been reported that while removing a central venous catheter guidewire from a patient it began to unravel after the triple lumen catheter was placed over the guidewire. The guidewire was remove and a second subclavian line placed successfully. It has been reported that there was no serious injury identified, follow up care needed or medical intervention required related to this incident. There is no further information. The guidewire has not been returned therefore a root cause has not been established. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported a guidewire unraveled after the triple lumen catheter was placed over the guidewire. A second subclavian line was placed successfully.